Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels ranging from 50-60 (mg/dl). Reportedly, the customer consulted with health care provider regarding the reported issue. Although requested, the customer declined to provide additional information.